Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with reset instructions, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.